Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported, "caller states he has a patient with a powerpicc lot#regz1033 with a broken clamp. Caller asking if they should replace this PICC. Response: informed caller the clamp is a safety feature for the open ended piccs. Without the PICC clamp, air can enter the line or the patient can bleed out if the connector becomes disconnected. Suggested caller consult the provider to assess the line and determine if it should be replaced."